Manufacturer narrative:
The leak was external of instrument, from the fluidics tray. The customer stated there were no other issues on the instrument. The customer stated fitting appeared to be loose without visible signs of damage, and was unable to tighten enough to prevent leaking. Hotline determined that the leak was originating at the reservoir fitting and the customer was sent a replacement part. The customer was able to install the new reservoir fitting with phone assistance from hotline. The leak was resolved. Hardware is the root cause of the event. Bec identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from the wash buffer reservoir on access 2 immunoassay system. The customer stated the leak was small and ongoing, and was able to clean up the spill with paper towels. Msds was reviewed and the facility has an exposure control plan in place. No patient results were generated and there was no report of injury to the user.